Event description:
On (B)(6) 2010, patient's friend reported the display on the patient's infusion device is cracked while requesting assistance priming the device. Patient's friend stated the display has a crack near the middle of the display. Patient's friend reported the infusion device had not been dropped or bumped. Patient's friend stated there were no black spots and that she could read the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.